Manufacturer narrative:
.

Event description:
It was reported that high impedance was identified on a patient's device on (B)(6) 2016. The patient had one seizure on (B)(6) 2016 after being seizure-free for 10 years. The magnet was also not aborting the patient's seizures, but it had been previously. There was no reported trauma. The patient's device was programmed off. The patient had full revision surgery on (B)(6) 2016. The hospital does not return explanted product, so no analysis could be performed.